Event description:
On 03/04/2024, infutronix received a report that a pump had " occlusion sensor- upstream occlusion". The infusion cannot resume without causing delay in treatment. No patient harm. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Manufacturer narrative:
This MDR was filed on 14-mar-2024, but it had been filed in error. There was no adverse event, malfunction or injury in the complaint in question. Therefore, this followup1 is to nullify the intitial MDR submission. [Reference: (B)(4)]